Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified unspecified vessel. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During the second inflation, the balloon ruptured at 9atm for 20 seconds. The procedure was completed with a different device. No patient complications were reported.